Manufacturer narrative:
E.1. Initial reporter facility: centre hospitalier intercommunal le raincy montfermeil. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station restarted by itself in a regular pattern. The customer reported that the issue began after the system was upgraded from windows 7 to windows 10, and the station continued to restart unexpectedly. There were no delay or adverse events or injuries reported based on this event.